Event description:
During a transoral incisionless fundoplication (tif) procedure, it was noted that the scope retainer band was not positioned properly. After insertion, the helical retractor became caught in the scope retainer band and could not be freed. The device was removed from the patient without incident. Upon receiving the device back for an evaluation, it was immediately noticed that the center pin of the helix was missing. The company sales representative contacted the physician and she was unaware that it became unattached. It is unknown whether the center pin detached during or after the procedure. The patient is reported to be doing fine and there were no patient adverse effects.

Manufacturer narrative:
Findings: based on the product and engineering investigation, no material or process defect was found. The center pin on the helix broke because of a ductile failure caused by excessive force. There was no latent defect precipitating the failure. Although there was no indication of an injury to the patient or a manufacturing process to materials issue, this failure mode is being reported due to establishing if this malfunction were to reoccur, a serious injury may occur.